Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One opened 8fr angio-seal vip device was received for product evaluation. The kinked arteriotomy locator, hemostasis sheath, polyfoil pouch with carrier tube assembly, guide wire was received along with the tray and header bag. Visual inspection revealed that there was a deformation at the blood inlet hole of the arteriotomy locator and the locator was kinked. No other visual anomalies were observed. There were no anomalies with other components. Based on the returned device, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off-axis force to the arteriotomy locator has been known to cause kinking. The arteriotomy locator is 100% inspected as part of the document for "tubing with kinks, nicks and/or damage tip." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician opened the angio-seal product packaging, he observed that the dilator was blocked in the middle. It was not used. The physician used another angio-seal. The patient was reported to be fine. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 24nov2020. The statement blocked in the middle means that it was kinked. The type of procedure being performed was an angioplasty. A 6fr procedure sheath was used. A pre-deployment angiogram was not performed. The patient's condition was stable.